Event description:
Difficulty running dialysis with this catheter. After catheter was explanted, several large cracks were found in the catheter near the cuff. There was tip separation with embolization to the pulmonary artery.